Event description:
It was reported that after implant, the impedance and thresholds had increased and sensing had decreased. An echocardiogram ruled out a lead perforation. Two hours later, the ventricular impedance and thresholds had increased. The patient was brought back in for a lead revision. When the physician tugged on the ventricular lead, the lead disengaged from the device without loosening the set screw. The lead, through the analyzer, showed acceptable measurements. The ventricular lead was reconnected to the device but it slipped again when the "tug test" was performed. The physician did not feel comfortable with this device. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was also noted that the setscrew was loose/detached.